Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump alarmed open key press alarm. The pump had experienced an upstream occlusion alarm after one minute or more of delivery prior to the open key press alarm. The open key press alarm indicated that the unknown set was replaced. This condition had the potential to interrupt delivery. The upstream occlusion alarm has been addressed in the related report. This report will address the possibility that the set is defective due to the open key press. Patient involvement is unknown. There was no patient injury or medical intervention reported for this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The device used in this situation is unknown; therefore, it does not contain a us 510k number. If additional information or samples become available, a follow-up report will be submitted.